Event description:
It was reported that the monitors were not communicating with the central station. The device was in use at time of the event, and there was no adverse event reported.

Manufacturer narrative:
The philips remote service engineer (rse) performed troubleshooting and confirmed that the monitors were not communicating with the central station. The surveillance station was rebooted to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem is unknown. As the restart resolved the issue, the cause was unable to be traced to one thing and is unknown. The reported problem was confirmed. The device was operational after the reboot was completed.